Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had chest pain for one year. A right ventricular (rv) lead perforation was confirmed by ultrasound. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.